Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone insulation on the jaws came loose while the harvester was vigorously pulling the hemopro in and out of cannula when this occurred. Nothing was left behind. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/12/2024. An investigation was conducted. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled off the jaw, exposing the cold metal jaw. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be flexed away from the base of the hot jaw with detachment at the tip of the hot jaw. The shaft of the device closest to the base of the jaws was observed to be bent. No electrical testing was conducted due to the condition of the heater wire as well as the bent shaft. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failures "material twisted/ bent wire" and "material twisted/ bent shaft" were observed. The lot # 3000374163 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.